Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient had developed neck pain since being implanted. Weakness in his hands and arms were also noted when stimulator was on and off.

Manufacturer narrative:
(B)(6) 2016. Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient had developed neck pain since being implanted. Weakness in his hands and arms were also noted when stimulator was on and off.